Event description:
Almost swallowed the brush head and a tiny little screw that felt from it - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that while they were cleaning their teeth they almost swallowed the oral-b toothbrush head and a tiny screw that had fallen from it. No injury was reported. 02-apr-2025 case update based on information initially learned on 12-mar-2025 via weblink: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. 29-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 29-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost swallowed the brush head and a tiny little screw that felt from it - oral-b [device breakage]. Case narrative: consumer via e-mail reported that while they were cleaning their teeth, they almost swallowed the oral-b toothbrush head and a tiny screw that had fallen from it. No injury was reported.